Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that a patient who was implanted with a tm monoblock tibia was revised due to infection. Information such as the part number, lot number, implant and revision dates is unknown as the sales rep is attempting to gather relevant information.

Manufacturer narrative:
A review of the implant's manufacturing record could not be performed as the part and lot information was not provided. Although multiple requests were made, no further information was provided. Based on the limited information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.